Manufacturer narrative:
Patient weight is unknown. This report is for an unknown helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it is still implanted. (B)(4) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 for a trochanteric fixation nail-advanced (tfna) due to migration of a helical blade. The initial surgery was performed on (B)(6) 2015. The migration of the helical blade was noted through the use of x-rays that were taken on an unknown date. The surgeon specifically stated that the blade had cut out. For the revision surgery a shorter helical blade was used along with the original implanted screw and nail. There were no surgical delay or additional surgical or medical intervention required. There was no reported patient harm. The original implanted helical blade was discarded by the facility and would not be made available. This report is for an unknown nail. This is report 2 of 2 for (B)(4).